Manufacturer narrative:
The glucose reagent lot number was 809710. The reagent expiration date was requested, but not provided. Calibration and quality controls were acceptable. Upon review of alarm trace data, sample short alarms and abnormal aspiration alarms were observed. These are indicators of possible poor sample quality. The field service engineer determined that a probe rinse station was misadjusted. The rinse station was adjusted. The sample probe was also found to have gel in it. The sample probe was cleaned. The customer ran controls and these were acceptable. Mechanism checks and precision studies recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the glucose hk gen. 3 assays on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 59.0 mg/dl. The result did not agree with the patient's clinical status, so the sample was repeated. The sample was repeated, resulting in a glucose value of 181 mg/dl. The repeat value was deemed correct.